Event description:
According to the information received, a patient with pfo closure with an amplatzer septal occluder (aso) developed chest pain and hypertension in the cru. Echo showed pericardial effusion with tamponade. Pericardiocentesis was performed. The aso was surgically removed and the defect was closed surgically the same day on (B)(6) 2008. The patient was discharged on (B)(6) 2008 and noted to be doing well at the 1-month follow-up.

Manufacturer narrative:
Aga medical could not evaluate the aso involved in this incident since it was not returned to us. The aga medical erosion board reviewed and adjudicated this event on (B)(6) 2011 and determined no erosion occurred. This was an off-label use of the aso as it was implanted in a pfo.